Event description:
Caller reported back-to-back blood glucose results on 2 inform systems: inform system 1 = 94 mg/dl, and inform system 2 = 443 mg/ml. No symptoms or treatment were reported based on either result. A request was made for the return of the suspect devices and replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for inform system 2. Reference medwatch with a1 patient for suspect device in inform system 1.